Event description:
It was reported that during preparation for a procedure, a 3-way stopcock from a 20/30 copilot priority pack was attached to an unspecified balloon catheter. With part of the balloon catheter inside of the patient anatomy, negative pressure was drawn to extract air from the balloon catheter when air was noted to be entering the indeflator inflation device. As the physician suspected that the leak was originating from the 3-way stopcock, the physician disconnected the stopcock, attached it to a saline-filled syringe, closed the stopcock, then pressurized the stopcock; saline was confirmed to be leaking from the stopcock. A non-abbott 3-way stopcock was used with the same indeflator and the same balloon catheter and the procedure was completed successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.